Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. On (B)(6) 2020, the patient reported that while she just had a walk, she noticed that her infusion set's tubing got detached at the quick release. Therefore, yesterday, she inserted a new one, but at the night the same issue occurred as the infusion set's tubing got released from the quick release due to which patient's blood glucose level went to 568 mg/dl. The site location was patient's arm and abdomen. Moreover, the infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was dropped with the set connected to patient's body. No further information available.